Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was successfully implanted. During the remainder of the procedure, the patient indicated feeling pain between the stomach and chest. Additionally, the patient's blood pressure began to decrease. Ultrasound confirmed cardiac tamponade. As a result, a periocardiocentesis was performed. The rv lead was explanted and the patient may be implanted again after a month. No additional adverse patient effects were reported.